Event description:
A customer contacted baxter's technical service center regarding a system error 2240 (air in line) alarm that appeared on the homechoice (hc) display during dwell 3 of 5. The technical service representative (tsr) explained the alarm to the home patient (hp), assisted to clear the alarm. The hp would finish with manual bag. Proper procedures per the user manual were reviewed with the hp. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The sample was not returned to baxter, therefore no evaluation or batch review could be performed. A follow-up report will be filed should any significant supplemental information become available

Manufacturer narrative:
(B)(4). This report of a system error 2240 alarm was not confirmed and a cause was not identified. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).